Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm one isolated instance of a transducer fault error in the events log, but was unable to duplicate the reported issue. The fsr performed transducer calibrations, all passed. The fsr reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.